Event description:
Mother reported that the customer was hospitalized due to high ketones and throwing up. Mother stated that they were unable to get the customer's blood glucose readings down. Customer's blood glucose reading at the time of the call was in the 300 mg/dl range. Customer was at the hospital at the time of the call and will be released once back on the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.